Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke and death, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke and death are a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported death. Lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as and death. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the dt clinical study database that the patient was found "down in room in rehab facility." It was stated that the first alarm was at 1240 am, with low flow, emergency medical services (ems) was called, however, subject was a "do not resuscitate (dnr)", so no actions taken and patient was pronounced dead by ems at 1159. Patient was pronounced dead at 1220 am on the (B)(6) 2015. It was stated that the patient was last seen alive at 10pm. It was stated that the patient was suspected to have suffered a neurological event and that there were no alarms for low flow at the time. It was also stated that the night of her death the patient had gone out to the opera and returned to the assisted living and went to bed. Patient was said to have been compliant with meds and her lvad care. As reported by the dt clinical study database the patient will not have an autopsy or testing of any kind done as per family request.